Event description:
The customer was hosptialized for going into a coma for a few days. Prior to the event, the customer was vomiting. It was indicated that the md believes that the cause of the event was due to an infection and the customer has cancer. Troubleshooting was done and the pump passed the functional tests. No further details.